Manufacturer narrative:
The replaced pneumatics module was received and a visual assessment of the returned sample showed no obvious nonconformity. The pneumatics module was installed into a calibrated system and tested. The reported event was unable to be replicated. The module was then tested and found to meet alcon specifications. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported having an infusion problem during a procedure. The case was completed by rebooting the system. There was no patient harm.

Manufacturer narrative:
The system was examined and the reported event was replicated. The pneumatics module was replaced to address the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on june 15, 2012. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the pneumatics module. However, how or when the module became nonconforming cannot be determined conclusively at this time. (B)(4).